Manufacturer narrative:
Section b5: the system controller involved in the event is reported under MFR#: 2916596-2020-00931. Manufacturer's investigation conclusion: no specific device-related issues or adverse events were reported. The patient¿s primary system controller was exchanged, and the reported alarms resolved. The account reported that the patient was in the or after device implant. The patient¿s monitor showed replace system controller and driveline power fault alarms accompanied by a yellow banner. The patient¿s primary system controller was exchanged, and the alarms did not reappear. The modular cable was not exchanged, and the driveline reportedly did not demonstrate any compromised areas. The patient was reportedly stable and discharged home with no further alarms or device-related issues. Refer to MFR#: 2916596-2020-00931 for the investigation of returned system controller, hsc-080251. Submitted log files appeared to capture the device functioning as intended above the low speed limit with stable parameters. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6). No product is available for investigation. No further complaints have been reported at this time. No specific device-related issues or adverse events were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced a "replace system controller" & "drive line power fault" alarms accompanied by a yellow banner while still in the operation room. The vad coordinator noticed small amounts of dried blood near the modular connection of the drive line. It was originally believed that the cause of the alarms was due to a true drive line fault. However, the vad coordinator replaced the patient's controller and the alarms did not reappear. The modular cable was not exchanged. The patient was discharged home with no further alarm or device related issue. No further information provided.